Event description:
It was reported that the ventricular lead had high impedance and a polarity switch had occurred. The physician believes that the lead is fractured in the tip. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2009. (B)(4).